Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). The reported issue was confirmed. The medium-large clip applier instrument was found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Further evaluation found the instrument had multiple input disks broken. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing.